Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to interrogate a device as the original radio-frequency (rf) head had not been returned with the programmer. The hard drive health was found to be less than 100%. The hard drive was replaced as a preventative, reimaged and loaded with updated software. The programmer passed all final functional and systems tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer was unable to interrogate a specific implantable pacemaker model pre- or post-implant. The programmer was changed out and the replacement programmer was able to interrogate the device just fine. The reported programmer was returned for service. It was further noted that if [the listed] software was present on the programmer to please leave it there. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.